Event description:
Customer reportedly received results of 2.4 mmol/l and 5.4 mmol/l within 1 minute on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.